Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts were received by the manufacturer. Event problem and evaluation: on 1-n0v-2016, a medtronic representative went to the site to test the equipment. The imaging system would not go into dock position. Removed and adjusted x-stage cover; calibrated all positioners; and performed system check out. System then passed mechanical tests, imaging tests, and safety inspection.

Event description:
A medtronic representative reported that the imaging system does not recognize when the door is closed. There was no patient present when this issue was identified.